Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery cap was unable to be removed on the insulin pump. The customer also reported that they received a failed battery test. The customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to monitor the insulin pump if they decided to continue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no battery cap. Was unable to verify battery cap anomaly. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test alarms were noted. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.